Event description:
The coils had been advanced against resistance. The physician had noted high resistance and too much friction. This coil had broken at the detachment zone. To date the device has not been returned to co for analysis.